Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the failure of the igniter to apply voltage to the lamp, which might be caused by wear due to long-term use or an accidental failure because approximately nine years since had been passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the service department of (B)(4). The service department of (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated, and also checked the error log of the subject device and found that there was a record that the subject device had gave the reported lamp error e103 frequently. Oekg surmised that this phenomenon was attributed to the failure of the igniter, which might be caused by wear and tear damage due to the increasing use/time.the exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the use of the subject device by olympus (B)(4), it was found that the lamp error e103 occurred sporadically on the subject device. The subject device was the asset of (B)(4) and was used in the workshop as a test device. Therefore the subject device had no contact with patients. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.